Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a subtrochanteric proximal femur fracture was treated with a t2 alpha pf nail. 5 weeks post op the patient reports that as she was walking around her home, she felt and heard a pop and her left leg gave out and she was unable to ambulate and had severe pain. She had a revision surgery to remove the broken nail and it was replaced with a depuy synthes 95 degree blade plate with cortical and locking screws.

Event description:
It was reported that a subtrochanteric proximal femur fracture was treated with a t2 alpha pf nail. 5 weeks post op the patient reports that as she was walking around her home, she felt and heard a pop and her left leg gave out and she was unable to ambulate and had severe pain. She had a revision surgery to remove the broken nail and it was replaced with a depuy synthes 95 degree blade plate with cortical and locking screws.

Manufacturer narrative:
The reported event could be confirmed since the device was returned and matches the alleged failure. Device inspection revealed the following: the visual inspection confirms the nail breakage, on top and on the bottom of the bore where the fracture occurred are strong impression marks visible, caused by high loads between the nail and the lag screw. The fracture face was inspected under the microscope and the typical characteristics of a fatigue fracture as rest lines are clearly visible. With the available radiographs, a formal medical opinion was sought: a long nail is a good solution for this type of fracture but the reduction was not perfect for this fracture. The early breakage of the nail, may be caused by a lack of stability in the construct and an imperfect reduction. This caused movement in the fracture and nail. These very unstable fractures need an almost perfect reduction. The movement could have led to fatigue and breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to patient-related factors. If any additional information is provided, the investigation will be reassessed.